Event description:
Customer reported experiencing a past low blood glucose event, caused by unknown factors. Specific lowest blood glucose level displayed as "low"; however, specific value was not provided. Customer consumed carbohydrates to manage the situation. Customer was advised to consult a healthcare professional for further insights on blood glucose levels.